Event description:
It was reported that log files were submitted for evaluation for a patient with low flows. The event log captured intermittent low flow alarms as well multiple brief low flow events on (B)(6) 2025 from 16:29 to 17:01. The event log also contained a few clusters of pulsatility index (pi) events during this period. There were no unusual rotor faults, or any other abnormal pump faults seen in the event log. The patient's mean arterial pressure (map) was 62, and they received two blood transfusions, 1937 and 2224 on (B)(6) 2025. The cause of the low flows was determined to be hypovolemia which resolved after volume repletion. Any symptoms were unknown, and the patient had low hemoglobin after coming into the facility for a fall.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. The account communicated that the cause of the low flows was determined to be hypovolemia, and the alarms were resolved after volume repletion. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. The controller event log file contained events from 27nov2025 through 28nov2025. Three low flow hazard alarms were captured on (B)(6) 2025 and were associated with elevated average pulsatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. This section addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients, rev. A and clinicians, rev. A explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.